Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified cephalic vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 20 atmospheres for 10 seconds, the balloon rupture. The procedure was completed with another of same device. No patient serious injury nor adverse event were reported.